Manufacturer narrative:
Heartsine determined the root cause of the reported fault to be a faulty pcba. The fault could not be replicated with a known good pcba fitted. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device delivered shock energy above specified levels. In this state the device may not be able to deliver correct defibrillation therapy if needed. There was no patient involvement reported with the event.